Event description:
Customer reported the system would not come on and is not displaying an error code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and motherboard. System operates as intended.